Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: (B)(4) unit of lot number: c2061512 of echo-1-22 was returned for evaluation. The device related to this occurrence underwent a laboratory evaluation on 02 january 2024. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: stylet examined and no issue observed. Needle removed from device and slight kink below sheath extender observed. Sheath extender able to advance and retract without issue. Attempted to advance needle handle but unable to. Stylet removed from device without issue. Stylet re-inserted into device without issue. Needle handle able to advance and retract without issue once needle removed from device. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number: c2061512 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Also, section intended use of the instructions for use (ifu0101) states: ¿this device is used to sample targeted submucosal gastrointestinal lesion through the accessory channel of the ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use ifu0101. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to off label use. From additional questions we know that customer used echo-1-22 in lungs. As per medical affairs ¿it would be considered off-label use. There are cook echo-ebus needle which is designed for lung biopsy.¿ summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to corrections confirmed on the 27-mar-2024. Investigation complete 10-apr-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Eus procedure: the doctor tried to push the needle with the sheath through the eus scope according to approved method. Sheath length in the correct position. Can't push the needle through. No movement. Procedure continued with a different needle (same batch no). This was successful. Afterwards they tried again with the defective needle, only with excessive force did they succeed in pushing the needle through. As per cc form: the dr. Tried to push the needle with the sheath through the eus scope according to approved method. Sheath length in correct position. Can't push the needle through. No movement. Procedure continued with a diff. Needle (same batch nr). Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Are images of the device or procedure available? No; 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a; 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a; 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located; 6. Was gaining access to the target site difficult? No; 7. Was the device used in a tortuous position? No; 8. Was puncture of the target site difficult? No; 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs; a. If the lungs, which lymph node was being targeted? N7; 10. Please describe the size of the intended target site. 31 x 16mm; 11. If not with the device in question, how was the procedure performed and/or finished? With a new needle procedure went smoothly; 12. Was the device damaged in packaging prior to removal? No; 13. Was the device damaged on removal from packaging? No; 14. Was force required to remove the device? No; 15. Did the patient require any additional procedures as a result of this event? No; 16. What intervention (if any) was required?n/a; 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure; 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No; 19. If yes, please specify what was observed and where on the device it was observed; 20. What is the scope manufacturer and model number that was used? Fujifilm eg-580 ut; 21. Was resistance felt while inserting the device through the scope? No; 22. Was the scope recently serviced / repaired? No; 23. When was the issued with the product noted? On advancement of the needle; 24. Was the syringe used during the procedure, after the stylet was removed? N/a; 25. Was difficulty experienced while retracting the needle? N/a; 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a; 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Only during introduction into the patient. When the sheet was inserted is was straight; 28. Was the stylet partially removed when advancing the needle into the target site? No; 29. How many samples were obtained (passes completed) with this needle? Zero; 30. Did any section of the device detach inside the patient? No. If yes, please specify; 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a; 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No; 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a; 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.